Manufacturer narrative:
After it was received, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the inscribed side of the housing, as well as smoke traces, which might be related to electrocautering during the explantation. Next, the clinical observation was confirmed. The implant was interrogated, and the memory content was analyzed. During the initial status interrogation, a warning message appeared at the programmer with the note that the implant was in safe mode and a re-initialization was required. However, re-initialization was not possible in the further course of the analysis. The pacemaker was then opened. The visual analysis of the electronic module showed no anomalies. The battery was still sufficiently charged. In the further course of the analysis, a damaged integrated circuit was identified, which led to the clinical observation. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the clinical observation results from a damaged integrated circuit of the electronic module. The check of the production history showed that the device functioned properly at the time of shipment.

Event description:
Ous MDR - pacemaker can no longer be interrogated. Vvi pacing and 70 bpm in backup mode. After consultation with technical service and trying various solutions, it was decided that the pacemaker should be explanted. Supposedly the patient had only a CT and no MRI.